Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was displaying "insert battery" when a battery pack was already inserted. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the battery charger/modem battery board was contaminated. The root cause of the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.